Event description:
It was reported that the pump touch screen was cracked and unresponsive resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high" although specific value was not provided. The customer delivered a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.